Event description:
The customer received control results of 261 and 568mg/dl on her contour meter. She also received control results of 540 and 600mg/dl while troubleshooting. The normal control range was 102-140mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They read an average of 454mg/dl high out of spec. Retention lot gave satisfactory results.